Event description:
Patient reported her pump emitted a high pressure alarm. Problem persisted despite changing the cassette and tubing. No patient injury was associated with this incident.

Event description:
Additional information received indicates the patient switched to her backup pump without interruption.